Event description:
It was reported that a spectrum pump alarmed system error 105. Any patient involvement or injury is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it. Evaluation found the motor was intermittently seizing which is a known contributor to system error 105. The failed motor assembly was replaced.